Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: incident happened in (B)(6) 2019. Before insertion, the balloon of the catheter was tested with 12 ml of saline water. There was no leak. So, the catheter was inserted in the patient. But the catheter was not held properly inside the patient. So, the nurse removed the catheter. She tested the balloon again out of the patient after removing the catheter and she observed that the balloon was leaking. Additional information: I confirm balloons were inflated with saline water. According to your observation (no saline water to inflate balloons) we understand our mistake and we take note for future use.

Event description:
Reported issue: incident happened in (B)(6) 2019. Before insertion, the balloon of the catheter was tested with 12 ml of saline water. There was no leak. So, the catheter was inserted in the patient. But the catheter was not held properly inside the patient. So, the nurse removed the catheter. She tested the balloon again out of the patient after removing the catheter and she observed that the balloon was leaking. Additional information: I confirm balloons were inflated with saline water. According to your observation (no saline water to inflate balloons) we understand our mistake and we take note for future use.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed qa inspection. No sample was returned for investigation; therefore, no physical investigation could be conducted. Due to there was no actual sample returned for this complaint, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities. Therefore, this complaint cannot be confirmed.